Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump¿s black box showed manual time changes on 10/13/2015 from 11:48 to 17:28 and on 10/13/2015 from 20:11 to 14:34. During testing, a timekeeping accuracy test was performed; the pump maintained the time and date accurately during a 5 day duration test and one hour post duration test. The pump cover was removed and no evidence of moisture or loose components was found inside the pump. There were no defects found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.